Event description:
A nurse reported that during a vitrectomy surgery an ophthalmic regulator failed to dispense gas. Surgery was completed and there was no harm to the patient.

Manufacturer narrative:
This report was originally filed under mfg report num 1610287-2022-00021 on (B)(6) 2022. A duplicate report with mfg report num 1610287-2022-00075 was submitted in error on (B)(6) 2022. For this event all future reports will be submitted under mfg report num reflected in this report. No sample was returned for evaluation. A review of the batch production record for the given lot showed no unusual manufacturing issues. A review of the complaint records showed one other complaint against the given lot. That complaint was for issues with the control valve. A review of confirmed complaints for regulators with low or no flow showed 27 complaints since the beginning of 2015 with no additional, related information provided, the customer reported event was not confirmed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).